Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the power unit failure was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that there was a power supply unit failure. There was no patient involvement.